Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial tray at the cement to implant interface. Depuy cement was used. Doi: unknown, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 12 parts manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. The expiry date for this lot was 31-aug-2026. There was 1 nc associated with this lot. Nr-0047921 ¿ planned non-conformance regarding a failing led light on the vision camera system. This nr made it so part verification was to be performed by associates at the cleanline and cleanroom, and by an independent inspector at the cleanroom generate label. This nc does not relate to the failure mode of the complaint. No reprocessing associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.